Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported event. The company rep tuned both ultrasonic handpieces and found no problems. Preventive maintenance was performed. The system ws then tested and met product specifications. No sample was returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).

Event description:
A customer reported that during surgery, there was no phaco power and the vacuum check failed. The system was exchanged and the surgery was completed with no harm to the pt.